Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon investigation completion.

Event description:
On (B)(6) 2026, the customer reported erroneously low aptt results (<21.0 seconds), below their established cutoff, for four patient samples when testing with hemosil synthasil, lot n0754328, on an acl top 350 cts (serial number (B)(6). For sample (B)(6), testing was performed at 10:55 and 11:16 on the same day, with both aptt results reported as <21.0 seconds. The user then repeated the test on another analyzer (acl top, serial number (B)(6), which produced an aptt value of 30.2 seconds. A corrected patient report was subsequently issued. A service visit was dispatched to evaluate the instrument. No hardware related issues were identified, and system verification passed. No patient impact reported.

Manufacturer narrative:
Manufacturing and qc records for hemosil synthasil lot n0754328, normal control 1 lot n0834406, and abnormal control 3 lot n0754344 were reviewed. All lots met specifications with no trends or nonconformances identified. Instrument evaluation of acl top 350 cts sn (B)(6) found all checked components operating within specification and no hardware defects. Review of sample and qc data showed low aptt-ss recoveries and failed aptt qc events earlier in the day, with recovery to acceptable qc later. Pt-read qc remained within expected limits. Although the root cause of the erroneous aptt-ss performance cannot be conclusively determined, reagent contamination remains a plausible contributor to the inconsistent qc recovery and low aptt results. To reduce the potential for recurrence, users are advised to insert reagent racks carefully to minimize splashing and associated contamination risk. Based on this assessment, no remedial action is required. This incident will be monitored through trending analysis.